Event description:
On february 26, 1992, after the usual betadine pre, the child was draped for circumcision. After giving 0.8 cc of 1% xylocaine for anethesia, preputial adhesions were released with a probe. The foreskin was pulled back and the remainder of adhesions were released. The foreskin was then pulled forward. A hemostat was placed dorsally with the tip just anterior to the level of the corona. Another hemostat had already been placed ventrally on a small piece of the foreskin for control. A mogen clamp was applied just behind the dorsal hemostat and alid forward over the foreskin. The mogen clamp was applied just behind the dorsal hemostat and slid forward over the foreskin. The mogen clamp was opposed manually and the ventral hemostat was brought up so that an appropriate amount of foreskin was included in the clamping area. The mogen clamp was then closed in its usual manner and the foreskin to be removed was excised with a #15 scalpel. After three minutes of hemostasis, the clamp was removed. It was noted that there was profuse bleeding from the glans and inspection revealed a 4mm piece of the penile tip had been entrapped in the clamp and excised. Close inspection of the clamp revealed the gap to be wider than usual as compared to other clampsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.